Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
G9: correction: in review, of medwatch 3006695864-2020-00061 and per new information received, this event has been assessed not reportable due the fact, the procedure was converted to a prk on the same day, the surgeon made the decision not to lift the flap preventing flap damage, hence, this is not considered required intervention to prevent permanent impairment or damage: there was no medical or surgical intervention is necessary to preclude permanent impairment of body function, or prevent permanent damage to a body structure was the result of the event there will be no more information provided for mfg reporting no. 3006695864-2020-00061. All pertinent information available to johnson & johnson surgical vision, inc has been submitted. H3 other text : placeholder.

Manufacturer narrative:
(B)(4). The system was evaluated by a (fse) field service engineer to check the flap thickness. The fse verified z offset calibration, cut gel and verified flap thickness which was in specifications. The system met johnson & johnson surgical vision, inc. Specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a patient had surgery experienced vertical gas breakthrough (vgb) on the left (os) eye. The surgeon was able to compete treatment by performing (prk) photorefractive keratectomy the same day with no additional problems occurring to the patient. The surgeon mentioned programming at 100-micron flap at times. A johnson & johnson application support manager discussed with the surgeons the increased risk of vgb with a thinner flap.